Event description:
Reported due to intervention required. The physician attempted to use this 3.0mm x 19mm. Graftmaster coronary stent to treat a free perforation of an unknown size in the circumflex artery reported, to be "2.5 mm. Or less" in size. The graftmaster did not cross. A perfusion balloon was used to treat the perforation. There were no adverse events or changes reported in the patient's management. At last report, the patient was "fine." Although requested, no additional information was provided.